Manufacturer narrative:
Results: the returned device was kinked beneath the strain relief approximately 2.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a kinked device. If the benchmark is forcefully removed from its packaging at extreme angles or otherwise mishandled, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the benchmark 6f 071 delivery catheter (benchmark) was kinked upon removal from the packaging. The damage to the benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a neuron max 6f 088 long sheath (neuron max).